Event description:
On february 5, 1992, at approx. 2309 the minimed was set by the first r.n. To deliver 30cc/hr of lidocaine per hour for a total of 6 hours. At 0455, on february 6, a second r.n. Documented "IV infusing lidocaine drip at 30 cc/hr on secondary mode." At 0540, the staff responded to an alarm from the datascope - (defibrillator/monitor) which showed a ventricular tachycrdi rhythm. The patient was without pulse or respirations; patient was intubated, ambu-bagged and placed on respirator; patient was defibrillated and epinephrine and atropine given. The patient was revived and admitted to the coronary care unit in stable but serious condition. The patient's condition deteriorated over the next several days and she expired on febrary 14, 1992device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design, incorrect technique/procedure. Conclusion: software/firmware contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.